Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed openings, during the analysis. As per the investigation procedure: creases, deformation, voids and wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
It has been determined, that no rupture occurred, for the patient. Rupture has been removed. There is no complaint against the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant was removed due to suspected rupture. Although there is no damage to the naked eye, they would like to examine it microscopically to see if there is any rupture." This is for an unknown side. The device has been explanted.